Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient experienced ineffective therapy and the lead had high impedances. The patient also experienced a fall. Surgical intervention was undertaken wherein the system was explanted and replaced.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Diagnostics revealed impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.